Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported that they tried to charge the ins last night, but the recharger could not find the ins. The patient repositioned the recharger, but it still would not connect to the ins. As a result, the ins would not charge. The patient mentioned that they fell on their "other side" a couple of weeks ago and "biffed it pretty hard" on black ice. The patient wasn't sure if it jarred the ins or made it come loose. The patient had no issues charging the ins prior to the fall. The patient also mentioned that they need to get an MRI of their wrist today due to a huge cyst on their left wrist, but they will have to cancel the appointment because they cannot activate MRI mode due to ins battery level being at 0%. The patient was redirected to their healthcare provider(hcp) to have the ins checked. The patient asked if a manufacturer representative(rep) should be at the appointment. Agent reviewed that the hcp can invite a rep to the appointment if deemed necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was sent to pathology department at the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). They clarified that there is a device malfunction related to the fall. It was determined that the fall caused them to no longer be able to connect or recharge the device. They attempted to connect as well and the patient attempted to contact the manufacturer representative (rep) but got no response. They were replacing the device. The issue was not yet resolved.